Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6).

Event description:
It was reported that the patient developed a hematoma at the epidural space following the implant procedure. The patient experienced numbness in the legs and the physician opted to perform the explant procedure immediately. The patient was doing well postoperatively. All device components were removed and were not returned.